Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the surgeon had trouble attaching the instrument body/trocar to the anvil, there was no click as is normally heard and felt. She mentioned that the locking spring was not opening well and she had to push and hold the anvil in place before, during and after firing. The staples were well deployed and there was no leak in the anastomosis during the leak test. There were no adverse consequences to the patient.